Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 26. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, bleeding and hypersensitivity. No further patient complications were reported.